Manufacturer narrative:
A device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected, corrosion in the device was found and the power connector of the unit is corroded, and the unit can't be power on in order to be able to collect the error. A correction has been made for box d as the common device name field required a correction. H3 other text : device not returned to manufacture.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
A device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected, corrosion in the device was found and the power connector of the unit is corroded, and the unit can't be power on in order to be able to collect the error.